Manufacturer narrative:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to poor performance. The patient was re-implanted with another cochlear device during the same surgery.